Event description:
It was reported that during insertion, a fracture was found in the 18 gauge needle hub.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.